Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no observable damage. Functional testing found that the device was delivering within specification. The complaint was not confirmed. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the device was set up to be used, the medication in the cassette was not infused. The device only infused 1.6ml and was supposed to infuse more as it ran for over 12 hours. It was unknown if there was patient involvement or patient harm.